Event description:
It was reported that the top of the device broke off. No patient injury reported. Back-up device was available. As per customer response the jaw broke off in the joint and the broken parts were removed.

Manufacturer narrative:
The reported smartstitch perfectpasser connector, intended for use in treatment, was returned for evaluation. It was reported that ¿the top of the device broke off.¿ a relationship between the device and reported incident was established and customer¿s complaint was confirmed. Visual evaluation shows the device with a broken/detached grasper at distal end. The connector was received with the s-clamp unhooked from the s-hook. The grasper (s-clamp) was returned. During functional evaluation the connector was successfully adapted into a smartstitch device and operates as intended. Further functional tests were not possible due to the damage of the connector. Internal investigation indicates the failure cause for upper s-clamp coming loose or breaking is due to a dimensional discrepancy on the s-hook component. Changes to the component have been implemented to prevent this failure. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a shoulder arthroscopy, the top of the device broke off in the joint. The broken parts were removed. A back-up device was available to complete the procedure, with neither surgical delay nor patient injuries.